Event description:
When dr was using the long tip bovie coagulating deep tissue with long insulated forceps, we noticed that the teflon tip was smoking and then caught fire. The bovie tip was immediately removed, and replaced with another. The bovie tip was bagged and handed over to her. The wrapper was retrieved from the trash.deroyal was the company lot # was 35394433. Ref # was 89-5310.12, exp 2018 bovie pad lot number was 40360372x, exp 2016.